Manufacturer narrative:
The customer returned six handles. All six (6) returned handles functioned during investigation via normal use of the product. Customer complaint is not confirmed.

Event description:
The customer alleges that "lights flicker on handles." No other details were provided and no patient injury/harm reported.